Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board. The insulin pump was received with cracked display window corners, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin pump got exposed to sweat. The customer stated that they were unable to clear alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.